Manufacturer narrative:
(B)(4). Serial # was request, but not provided therefore; the device manufacturer date is unknown. The patient remains ongoing on vad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on b)(6) 2016. It was reported that the manufacturer¿s technical services representative reviewed the log file and observed on b)(6) 2018 at 6:28:26am and (B)(6) 2018 at 8:43:39am observed no external power event, this could be caused by the power cord of the mobile power unit (mpu) or the wall outlet. During these events the controller¿s internal battery provided power to the pump as designed. Additional information was requested, but not provided.